Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had normal operating currents. The insulin pump was monitored for several days and passed the self-test, a21 error test, off no power test and no unexpected battery out limit noted. The insulin pump had minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report that the device the day before, the device had unresponsive buttons and a button error alarm. Then the day of the call, the device alarmed battery out limit. The alarm occurred while the customer was trying to give herself insulin. The caller stated that the alarms occurred after the customer had been at a wedding and it was hot outside. The customer's blood glucose level was about 400 mg/dl. The caller had the customer disconnect from the insulin pump and treated with humalog. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device should be replaced, and to return their device back for analysis.